Event description:
It was reported that the system encountered an error and indicated that service was needed. The account further believes the cassette, that adapts with the pump, may have been damaged.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.